Event description:
The customer reported to olympus, the evis exera lll bronchovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The hygiene microbiological investigation report from the customer indicated all channels of the scope were cultured and one colony forming unit per 100 milliliter of aerobic microorganism was detected. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The customer provided details on their cleaning, disinfection, and sterilization process stating the pre-cleaning and manual cleaning detergent is salvanios ph10. The customer aspirates water through the instrument/suction channel and flushes out the air/water channel. During manual cleaning, the customer brushes the instrument/suction, the suction cylinder, instrument channel port, balloon channel and distal end/areas around elevator using the brush bw-4ub (2 millimeter (mm) to 3.3 mm). The customer uses automated endoscopic reprocessor (aer) (model: wassenburg), along with detergent soluscope endohigh. The disinfectant used was peracetic acid (paa). The aer was cultured, however, the results were not provided. The endoscope was stored in a typhoon storage unit and was placed horizontally. The maintenance and repair was performed by olympus. Prior to the device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The device tested positive for less than one (1) colony forming units per endoscope of microorganism. Overall, the results are in conformance with the requirements. The returned device was evaluated. During incoming inspection no damage to the device was found. The product was sent back to the customer without any repair. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please also see b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.